Event description:
Patient was revised to address malalignment of the tibial tray, osteolysis, and infection. The femoral component was also loose at the cement/bone interface; however, the manufacturer of the cement used in the primary surgery is unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.